Event description:
Device issue: partial deployment. Time of device issue: during the procedure. Adverse event: none. It was reported that during an unspecified procedure, the tuohy borst valve did not move and the stent failed to deploy. Upon removal of the stent delivery system, it was noted that the stent was slightly expanded. A second self x stent delivery system was advanced to the lesion; however, the tuohy borst valve detached from the outer shaft. The stent could not be deployed, so the system was removed without issue and a non-abbott stent was implanted successfully. There was no adverse patient sequelae reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.